Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's keyboard failure. A field service engineer instructed the pharmacy technician on the proper method to reseat the usb cable. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system keyboard was unresponsive. A nurse indicated that the problem began while they were retrieving some medications. It has been verified that the nurse successfully obtained the medication from another station, and there was no delay caused by this issue. There were no adverse events or injuries reported based on this incident.